Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/28/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that the patient experienced pain/discomfort after the spaceoar vue placement procedure. Following the procedure, the patient started to pass a clear substance for two days, the patient was relatively asymptomatic, and the computed tomography (CT) and magnetic resonance images (MRI) showed that the hydrogel was completely into the rectal wall. The hydrogel was observed in the right lateral rectal wall.